Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customers blood glucose level ranged from 216 mg/dl to 336 mg/dl. Reportedly the customer was ultimately able to clear the alarm and resume insulin delivery. Customer will continue to use pump for insulin therapy.